Event description:
Reportable based on device analysis completed on 18-jun-2015. It was reported that during preparation of a 2cm peripheral cutting balloon® a small pinhole in the balloon was noted. The device was not used on the patient. There were no patient complications. However, returned device analysis revealed a crack in the proximal balloon weld.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: there was no damage noted to the tip or blades. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. During analysis, the device was attached to an encore inflation unit and positive pressure was applied. A leak was identified at the proximal balloon weld. A microscopic examination confirmed a crack for approximately 60% of the bond circumference. The 'tack' weld of the bond was not cracked. The balloon did not exhibit any signs of damage. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).